Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens failed to open correctly once inside the eye. The lens was explanted and exchanged during the original surgery session. Product return anticipated by rayner but not yet received. There is insufficient evidence and information available currently to determine contributory and/or causative factors leading to the lens failing to open correctly once inside the eye. Our review of production records for the rayone aspheric rao600c batch 053216627 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 053216627.

Event description:
On (B)(6) 2023, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states the lens failed to open correctly once inside the eye necessitating explantation and exchange.